Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0g98s, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the patient ended up in the extended care unit and her therapy was not adjusted until the end of (B)(6). During that time she had to eat with her fingers. At the end of may she started to lose balance and it was still bad at the time of the report. The patient was able to walk prior to implant, but could not after. The patient was sent to a psychiatrist and she was terrified because the houses in her area had tile floors and she was terrified of falling down the stairs. She had fallen several times and was not healing. She had cuts on her legs that were not healing. The patient was frustrated and started using a walker a couple of weeks prior to the report. Prior to the walker she ¿would hang on to her husband real hard.¿ it was getting progressively worse and she could hear it in her voice. She talked poorly and ¿like she had a mouthful of marbles.¿ the doctor stated that it was not the therapy and did not believe the patient. The doctor told the patient it was not a side effect and would not adjust her. The patient was going to try a different a doctor. The patient mentioned that she no longer had tremor, which she was implanted for. However, she would rather have tremor than fall all of the time. When the patient turned stimulation off she could speak fine in an hour, but her tremors would come back. She also mentioned that she took depression medication, but that it did not cause her any problems before. The patient had an appointment with a different doctor scheduled for (B)(6) 2014. Additional information received reported the patient had complaints of difficulty with speech and walking and they fell all of the time. The patient stated a healthcare professional (hcp) told them that the lead wire placement was in the wrong place, but a manufacturing representative disagreed with the hcp. The manufacturing representative told the patient that they thought the system was fine. Additional information received from the patient reported that they hate the device and want it taken out. It was stated that they still experience shaking, loss of words, and seem to forget things. The implant was confirmed to be on/ok and the settings are at 0.0v and 2.30v. The patient is going to follow up with their healthcare provider (hcp) on the day after date notified. Additional information was received from a patient who was implanted with implantable neurostimulator (ins) for movement disorders. It was reported that no steps were taken to resolve the patient experiencing shaking, a loss of words, and forgetting things. It was also stated that the patient saw her health care provider (hcp), but no interventions were performed. The patient also stated that two hcps thought the probes that were placed into her body were in the wrong place; one of the probes were removed in 2015. Following the removal the patient still experienced shaking so the patient would like to have the device completely removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.